Event description:
Device issue: none. Adverse event: thrombosis requiring intervention. It was reported via trial that on (B) (6) 2009, the patient underwent direct stenting in the 1st obtuse marginal (om) with one xience v stent and in the predilated proximal circumflex artery with one xience v stent. On (B) (6) 2010, the patient experienced left shoulder pain for one week and was admitted to the hospital on (B) (6) 2010, where a diagnostic coronary angiography revealed 95% stent thrombosis in the om that required revascularization via angioplasty only. Percutaneous revascularization was performed on (B) (6) 2010, of the om target lesion and the patient's symptoms resolved same day. There was no adverse patient sequela. The patient was discharged on (B) (6) 2010. The patient's clopidogrel was changed to prasugrel on (B) (6) 2010. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). In this case, there was no reported product deficiency. Angina and thrombosis are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix (ram). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that direct stenting was performed, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, is cannot be determined whether the lack of pre-dilatation contributed to the reported patient effects.